Manufacturer narrative:
C-1144 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. Additional information and the return of the reported device were requested in order to progress with this investigation, however, not all were provided, therefore there was limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed, all parts associated with these records conformed to material and dimensional specification when manufactured. The device was not returned to corin UK for examination, therefore the reported failure mode could not be verified. However, as a result of feedback from the field corin have initiated a project to review the design of these instruments. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The screw in the black plastic section of a trinity std introducer / impactor handle has broken off.